Event description:
Ous MDR - after an implantation time of about 83 months, oversensing with inappropriate shock deliveries was reported. The leads were explanted an returned to biotronik for analysis. Aside from the shock deliveries, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, the lead properties were checked. In the returned state, the linox sd was destroyed. The lead had been cut through 16 cm distal of the is-1 connector pin, probably with a scalpel. Both fragments were available for analysis. The lead fragments showed signs of wear and tear at several sites. In the area of the valve plane at the distal lead fragment, the insulation of the lead body was damaged due to fraying. The rope conductor to the rv shock electrode showed damage to the coating at just that site. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress of the lead over a longer period of time. The position and characteristics of the damage lead to the assumption of significant mechanical stress in the area of the valve plane. X-ray images or diagnostic images of any other kind that could provide information on the positional relationship of the implanted system in the body were not available for analysis. Other damage, such as the deformations at the rv and vcs shock coil and the inner coil 2 cm proximal of the tip electrode probably result from the explantation process. There were no indications of a material defect or manufacturing error for either the linox sd or the setrox s lead.